Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The device was not returned as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided was reviewed and the following was observed: central leak was observed through tte. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The central regurgitation exhibited in the deployed valve was confirmed based on review of the provided imagery. Available information suggests that procedural factors (over-inflation, post dilatation) likely contributed to the event as the valve was expanded with an additional 1cc of fluid, and post dilatation was performed. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported from thailand, a 23mm sapien 3 valve was successfully implanted in the aortic position by transfemoral approach. After valve implantation, there was mild-to-moderate paravalvular leak (pvl) and transvalvular aortic regurgitation. Post dilatation was performed, but moderate to severe transvalvular aortic regurgitation was still observed in tte and angiography. A frozen leaflet is suspected. A second valve was implanted successfully, and there was no pvl or transvalvular regurgitation. No other complications occurred, and patient was discharged home.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.